Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found that the tamper seal was removed and the top and bottom cases in fair condition. A review of the event history log found a motor not running error. Occlusion testing was performed and was able to duplicate the motor not running error. The cause of the issue was due to the main pc board not aligned properly. This issue would have been caused by incorrect assembly by the customer. Based on the evidence, the root cause was attributed to a user issue, due to the incorrect assembly.